Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the insulin pump had a watch dog time out alarm. The customer's mother reported the alarm was not resolved by removing the battery. Customer's blood glucose was unknown at the time of the call. The mother also reported the display was blank on the insulin pump. It was also found the customer was unable to clear the alarm with troubleshooting. The customer was advised to call back in two hours to complete troubleshooting. Customer declined to return the insulin pump for analysis.